Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed sodium (na) results on a patient sample obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed sodium (na) results on a patient sample were obtained on a dimension exl 200 system. One of the falsely depressed results was reported to the physician(s), and the result was questioned. The same sample was reprocessed on the same dimension exl 200 system. A higher result, considered correct, was obtained. A corrected report was issued. The patient was admitted with an admitting diagnosis of "hyponatremia¿. However, the customer stated that the patient was going to be admitted anyway due to the symptoms. There was no treatment initiated, changed, or delayed due to this event. The patient was subsequently discharged after two days. There are no known reports of adverse health consequences due to the hospital admission and the falsely depressed sodium (na) results.

Manufacturer narrative:
Additional information (03-jan-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Quality control (qc) recovered within the customer¿s acceptable ranges, and no issues were noted with the other patient samples, indicating that the sodium (na) assay was performing acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting, including changing the integrated multisensor technology (imt) tubing, cleaning the rotary valve and x seal, and aligning and priming the imt. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2023-00282 was filed on 21-dec-2023.